Event description:
It was reported that this implantable pacemaker device was surgically explanted due to unknown reasons. No device replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was surgically explanted due to unknown reasons. No device replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was filed to capture the additional information that indicates that this device was never in service/used. This does not meet reportable criteria.